Manufacturer narrative:
Preliminary analysis confirmed the reported issue and revealed that the power supply connector welding was broken.

Event description:
Reportedly, the power port of the subject home monitor is defective. Indeed, the patient is obliged to hold the cable to use the device.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the power port of the subject home monitor is defective. Indeed, the patient is obliged to hold the cable to use the device.

Event description:
Reportedly, the power port of the subject home monitor is defective. Indeed, the patient is obliged to hold the cable to use the device.